Event description:
The customer initially called to report high blood glucose levels and an alarm that erased the basal rates. The customer later called back stating he was hospitalized for high blood glucose and the reading was 588 mg/dl. The customer stated that the screen went blank on the insulin pump. Troubleshooting was declined by the customer and he stated that he may not have programmed the basal rates correctly after they were erased. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.